Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the hex bolt is fractured and has come out of the frame , the diameter and the hardness are confirmed to print specifications. The channel of the inserter exhibits damage which indicates signs of off label use. Device history record was reviewed and no discrepancies were found. The failure mode has also been addressed as part of a previous design change to mitigate against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that soft tissue got behind an acetabular cup while trying to insert into the acetabulum. As the cup was pulled back out, the inserter handle fractured. No patient consequences were reported as a result of the event.